Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cartridge had a leak in the inner pouch. There was no patient injury. Patient controlled fentanyl analgesia (pca) was being administered at the time of the event. There were no reported adverse events.